Manufacturer narrative:
This ipg serial number was included in a field advisory. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has not used her ipg in approximately 3 years. As a result, the ipg was no longer functional. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where the ipg was explanted and replaced with a different model.